Event description:
Sonoma orthopedic products was made aware of a device being removed due to non-union of the patient's clavicle. Surgeon revised the implant to a plate.

Manufacturer narrative:
Device was not returned for evaluation. Interoperative x-ray during the removal of the device was difficult to interpret but shows the implant was separated during the removal in such a way that indicates it may have been damaged during placement. According to the representative attending the case, the device was still holding the clavicle in proper alignment prior to the removal procedure. Review of manufacturing and quality records show that the device met specifications and no abnormalities were detected during the manufacture of the device. Additional information including x-rays have been requested to assess the condition of the device and patient immediately following implantation, during subsequent follow-ups and immediately prior to removal of the device. As of this report, no additional information has been received.